Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient slowly developed recurring incontinence due to subcuff atrophy. The artificial urinary sphincter (aus) was working properly but the urethral wall started to thin out under the cuff. A new device was implanted, a double cuff was added. Explanted device was discarded and will not be returned. The patient was doing fine and was successfully reimplanted.